Manufacturer narrative:
The insulin pump was received motor error alarm during occlusion test due to faulty force sensor resistor. However, the motor passed the motor test. The insulin pump had normal operating currents and passed the a21 error, self-test, displacement, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm. Insulin pump will be replaced.